Event description:
A malfunction was reported on the customer's insulin pump, characterized by a specific error code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, tandem technical support provided instructions for returning the malfunctioning pump and sent a replacement pump to the customer, who planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer understood and acknowledged all instructions provided.